Manufacturer narrative:
Evaluation summary: the probable cause was, that the processor was not recognizing the scope. And the pcb failed, due to water ingress etc. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "there was no image/error msg, scope not conn" involving pentax video colonoscope model ec-3890li, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The user facility responded to a good faith effort email on 20-aug-2021 and stated that the failure occurred during pre-inspection checks on two different processors. They also stated that they follow all IFU and pre-checks. The long term loaner endoscope was received by pentax medical for evaluation on 19-aug-2021. The endoscope has not been inspected as of 16-sep-2021. The investigation is in-process. Model ec-3890li, serial number (B)(4) has been returned for service at a pentax medical facility since the device was put into service.